Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the device was returned and visual inspection noted cross threading damage to the tip setscrew. This resulted in the inability to make contact with the lead pin noted in the field. The device was then put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific received information that during the implant procedure of this pulse generator (pg) it was difficult to secure the lead into the header of the device. It was noted that the setscrew of the pg did not tighten. Another device was used. No adverse patient effects were reported.